Manufacturer narrative:
(B)(6). PMA/510k # preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an endovascular therapy procedure a flexor shuttle tibial guiding sheath frayed at its tip. Access was gained via the right brachial artery, and the sheath was advanced to treat the external iliac and proximal superficial femoral arteries without any noted resistance. The user then advanced a 4fr angiographic catheter through the sheath, but felt resistance and removed the catheter. No issue was found with the catheter, so the user removed the sheath and found that the sheath tip was frayed. Another manufacturer's device was used to complete the procedure. There have been no adverse effects to the patient reported.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, during an endovascular therapy procedure a flexor shuttle tibial guiding sheath frayed at its tip. Access was gained via the right brachial artery, and the sheath was advanced to treat the external iliac and proximal superficial femoral arteries without any noted resistance. The user then advanced a 4fr angiographic catheter through the sheath, but felt resistance and removed the catheter. No issue was found with the catheter, so the user removed the sheath and found that the sheath tip was frayed. Another manufacturer's device was used to complete the procedure. There have been no adverse effects to the patient reported. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. In response to this incident, cook reviewed the device history record. The DHR for the complaint device lot records no non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿when puncturing, suturing or incising the tissue near the sheath, use caution to avoid damaging the sheath.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the complaint device was not returned for examination, cook has concluded that component failure unrelated to manufacturing contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.